Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8596sc, serial# (B)(4), product type :catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 11-jul-2013, UDI#: (B)(4). The catheter ((B)(4)) was retuned, and analysis found the catheter body to be broken and the catheter body had compressed areas. The catheter ((B)(4)) was returned, and analysis found no significant anomaly. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare professional (hcp) regarding an implantable intrathecal pump. The indication for use was non-malignant pain. The catheters was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.